Manufacturer narrative:
(B)(4). The dual innie 6x55mm polyaxial screw (product code: (B)(4), lot number: unknown) was not returned to the complaints handling unit (chu). While it was initially identified that the screw was available, three requests for its return were made without the sample or a tracking number being returned. As 33 days have passed without either being received, the status of the sample has been updated to none. A review of the device history record (DHR) could not be performed on the dual innie 6x55mm polyaxial screw (product code: (B)(4), lot number: unknown) as no lot number was provided. Since this part was not returned, no lot number could be taken directly from the sample. Without the lot number, no review of its manufacturing records could be completed. No emerging trends were found requiring further actions. Without the screw, we are unable to confirm the reported issue or identify the root cause. No issues could be identified in the manufacturing or release of this product as no lots have been identified. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the screw was inserted the surgeon was unable to insert the rod and he then realized that the di inlay was loose within the screw head and therefore rod insertion impossible.

Manufacturer narrative:
(B)(4). The polyaxial screw was returned to the chu on september 30th, 2016 after the original closure of the complaint. The screw was not broken, but the saddle had rotated counter-clockwise by roughly 2 millimeters. The screw head¿s drive feature shows signs of use and there are several surface markings on the inner edge of the saddle. These markings may be indicative of heavy stresses placed on the screw during use. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, resulting in the saddle rotating inside the tulip head. Notably, the notches present on its saddle that appear to have been caused by the associated driver, plus the amount of wear to the drive feature in the screw head. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening, resulting in the saddle being dislodged from its intended location and rotating inside the screw head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddle rotating inside the tulip head cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during use, resulting in the saddle rotating out of its intended position. As there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.